Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. However, a communication issue was exhibited and data analysis has not been completed. Additional information has been requested but was not provided at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.